Event description:
A customer reported experiencing an alarm 2 followed by alarm 26, associated with an occlusion event earlier in the day. There was no adverse impact to the customer's blood glucose level as their readings did not exceed concerning levels. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin administration. There were no ongoing concerns about frequent occlusion issues, and no further assistance was needed, leading to the case being closed.